Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill

Event description:
Customer called concerned that his trueresult meter was reading too low when compared to his truetrack system. True result meter read 62 mg/dl and when he tested with the truetrack meter the reading was 91 mg/dl. He stated that he knew the trueresult couldn't be right as he didn't feel symptoms of low blood sugar. He hadn't had any need for any medical intervention. He had been storing the supplies at room temperature in his bedroom. His expected blood sugar levels should be anywhere from 110-130 (fasting). He stated that he felt fine (asymptomatic). He hadn't made any recent changes to his diet or medication (humalog-fasting acting & levemir 24 hr. Once a day). No control for truetrack system. He declined to run a blood test (he had just finish eating about 1/2 hour before calling). The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/22/2019 and open vial date is 4/17/2016.the meter memory was reviewed for previous test result history (date / time not set): 58mg/dl, (B)(6) 2016, 01:16:00 pm, fasting: yes; 62mg/dl, (B)(6) 2016, 12:04:00 pm, fasting: yes.